Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (concentration 2000mcg/ml, dose of 1190.1mcg/day) via an implantable infusion pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient had been admitted that night ((B)(6) 2017) for a stalled pump. The patient's pump had alarmed and it had multiple motor stalls and recoveries. It was reported that the motor stalls had lasted about 12 hours each. There was an active stall at the time the report was created. The first motor stall occurred on (B)(6) 2017 at 14:20 which recovered. The second stall occurred on (B)(6) 2017 at 9:41 which recovered. The third motor stall occurred on (B)(6) 2017 at 5:18 and was active. It was stated the patient's last refill was on (B)(6) 2016 at which everything was said to be fine. A magnet was not used at the initial interrogation, and the patient had not recently undergone a magnetic resonance imaging session. An explant was scheduled for (B)(6) 2017. It was noted that the patient was alive with no injury.

Event description:
Additional information received on (B)(6) 2017 from a healthcare professional reported the pump was explanted on (B)(6) 2017. The date of onset for the reported event was listed as (B)(6) 2017. No further information provided.

Manufacturer narrative:
The initial reporter information was corrected. The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver baclofen (2000 mcg/ml at 12.4 mcg/day). Analysis of the pump found gear train anomalies of stall due to shaft bearing and corrosion, wear, or lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.